Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer laid on the pump while sleeping and the touch screen became shattered. Customer is unable to see and interact with the pump menu due to the shattered screen. Customer's blood glucose was 201 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.